Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 (k) number will not be provided as the product code and lot number are unknown. A batch review will not be performed as the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of internal organ inflammation and bacterial peritonitis with culture positive for enterococcus in a male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2008, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced internal organ inflammation. On an unreported date in 2010, the patient developed bacterial peritonitis per peritoneal effluent culture positive for enterococcus. It was unknown whether dianeal pd2 ultrabag therapy was ongoing. The root cause of the bacterial peritonitis with culture positive for enterococcus was internal organ inflammation. Treatment information was not reported. On an unreported date, the bacterial peritonitis with culture positive for enterococcus resolved. It was not reported whether the internal organ inflammation resolved. The reporter did not provide an opinion of causality for the internal organ inflammation.